Event description:
Reportable based on the product analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci) procedure, the device failed to cross the lesion. The 90% stenotic lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The physician predilated the lesion with a 2.5x20mm non-bsc balloon. Then the physician advanced the 4.0x28mm promus element stent to the lesion, but was unable to cross. The procedure was completed with a non-bsc stent. No complications were reported and the patient's status is stable. However, the returned product analysis revealed that the stent was damaged. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Device is a combination product. Device evaluation: a visual and microscopic examination of the device identified that the tip of the device was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The stent was damaged along its entire length. The outer diameter of the stent damage measured approximately 1.45 mm. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A 0.015 inch product mandrel was inserted through the lumen with some resistance. Contrast media was present within the entire length of the lumen, indicating that the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).